Event description:
A peritoneal dialysis (pd) patient contact reported to fresenius technical support (ts) that their cycler was alarming with the m31 air detected in cassette warning occurred fill 2 of 5. The warning occurred 4 times this evening. The patient was connected during incident. Fluid was seen in the pump module area the previous night. Supply bags (sb) are lying flat. The patient line, heater bag, and supply bag were securely connected; all cones were broken. The patient line did prime all the way to the end, and was primed once. The heater bag was not completely empty but fluid did seem low. Unused lines were clamped. No air bubbles were found during setup. Fluid was discovered at treatment complete last night; the patient was not connected during incident. Fluid was discovered in the pump module area. Fluid was not discovered on the external of the cassette. Fluid leaked from unknown location. There were alarms/warnings prior to leak; m31 occurred prior the fluid leak. Product information was unavailable due to fluid leak occurred the night prior and supplies have already been disposed of. The cap of the solution bag(s) was green; the size of the solution bag(s) was 6l. Supplies are from the most recent delivery. Ts helped the patient bypass into dwell 3. Upon follow up, the patient stated that when they opened the cycler door after treatment, there was fluid inside. The patient was not connected. There was no alarm associated with the leak. The patient does not know the cause of the leak. The cycler alarmed the next evening with the m31 air detected in cassette message in fill 2 of 5. The patient was not able to get past the message and canceled treatment. The patient did not do any manuals to make up for the missed cycles. Then, on (B)(6) 2026, the cycler alarmed with the m30 balloon valve leak message. Ts replaced the cycler at that point. The patient did not perform manual treatments to make up for the missed cycles. The new cycler has arrived and is working well. The old cycler has been returned. There were no injuries, symptoms, adverse events, or medical intervention required as a result of the reported event. The sample supplies are not available for return for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Additional information: h3 plant investigation: the complaint sample is not available for manufacturer physical evaluation. At this time a search was performed, to verify the product availability for companion samples at the distribution centers; the entire lot has been sold and distributed. Since the complaint sample is not available, nor photos or videos provided for evaluation and during the DHR (device history record) review the lot involved does not show any non-conformances, deviations or associated rework related to the alleged complaint description, the complaint could not be confirmed. At this time, no sample has been provided. Should the sample become available, the investigation file will be reopened and will be updated accordingly. The number of complaints per lot for the assigned symptom code was reviewed and it was determined that does not exceed the number to trigger (10) a quality event. The failure mode identified is ¿unknown¿ due to the complaint product sample is not available for physical evaluation in order to confirm the alleged failure mode.

Event description:
A peritoneal dialysis (pd) patient contact reported to fresenius technical support (ts) that their cycler was alarming with the m31 air detected in cassette warning occurred fill 2 of 5. The warning occurred 4 times this evening. The patient was connected during incident. Fluid was seen in the pump module area the previous night. Supply bags (sb) are lying flat. The patient line, heater bag, and supply bag were securely connected; all cones were broken. The patient line did prime all the way to the end, and was primed once. The heater bag was not completely empty but fluid did seem low. Unused lines were clamped. No air bubbles were found during setup. Fluid was discovered at treatment complete last night; the patient was not connected during incident. Fluid was discovered in the pump module area. Fluid was not discovered on the external of the cassette. Fluid leaked from unknown location. There were alarms/warnings prior to leak; m31 occurred prior the fluid leak. Product information was unavailable due to fluid leak occurred the night prior and supplies have already been disposed of. The cap of the solution bag(s) was green; the size of the solution bag(s) was 6l. Supplies are from the most recent delivery. Ts helped the patient bypass into dwell 3. Upon follow up, the patient stated that when they opened the cycler door after treatment, there was fluid inside. The patient was not connected. There was no alarm associated with the leak. The patient does not know the cause of the leak. The cycler alarmed the next evening with the m31 air detected in cassette message in fill 2 of 5. The patient was not able to get past the message and canceled treatment. The patient did not do any manuals to make up for the missed cycles. Then, on (B)(6) 2026, the cycler alarmed with the m30 balloon valve leak message. Ts replaced the cycler at that point. The patient did not perform manual treatments to make up for the missed cycles. The new cycler has arrived and is working well. The old cycler has been returned. There were no injuries, symptoms, adverse events, or medical intervention required as a result of the reported event. The sample supplies are not available for return for evaluation.